Event description:
Patient underwent a shoulder stabilization procedure approximately 13 weeks ago wherein the surgeon used a 2.3 osteoraptor curved suture anchor to complete the repair. On (B)(6) 2012 the patient was re-scoped and the surgeon found that one of the ultrabraid sutures had snapped at some stage post-operative adjacent to the knot, causing the stabilization procedure to fail. The small portion of the snapped suture (including the knot) has been removed from the patient. Additional information indicated the patient was complaining of pain at the surgical site prior to the revision surgery on (B)(6). A MRI scan was performed prior to re-scoping and confirmed the suture breakage. Another osteoraptor with ultrabraid was used to complete the revision surgery. The patient was healing fine post-op. Patient is a (B)(6) male, approximately 120kg, professional (B)(6) with excellent bone quality.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The actual device used in the procedure was not returned for evaluation; however, a small piece of suture was received. The suture sample was evaluated by quality engineering however, due to the size of the sample no functional testing (suture strength testing) could be performed. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed for this failure mode and no abnormalities were reported with this product during manufacture. Based on the evidence provided and the isolated nature of this occurrence, no root cause related to the manufacture of the device can be established. (B)(4).